Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant of the fast-fix 360 did not fire. Surgery was completed with a back-up device, instead. There was no surgical delay, and no further complications were reported.